Manufacturer narrative:
During follow-up, the patient said she has had trouble getting a prescription sent to her supplier because her urologist said to use her regular doctor who has trouble sending the prescription. As a result, she was and is reusing catheters. She knows reuse of catheters can cause infection. She noticed no defect or malfunction with the t14 catheter. She had to reuse expired product due to not being able to get a prescription sent to her supplier.

Event description:
Intermittent catheter patient (user) said she just got out of a hospital from a urinary tract infection (uti) because she's been reusing catheters. During follow-up, the patient explained she was admitted to the hospital and spent four days there due to a bladder infection that went sepsis. She was released four days later and placed on antibiotics. She took the complete course and recovered fully. She was recently tested and no infection was found.